Manufacturer narrative:
Follow up 1732390: the samples were provided, and an evaluation was performed. The root cause is overstressing of the instrument. Visual review of 88-8335 shows that the actuating rod 11440r is broken at the front end of the hole. Measurements on the micro-vu sol161 calibration due (B)(6) 2020, showed the rod had correct hole size, radius of nose and thickness of the tip. This shows that all critical measurements meet acceptance criteria for this device. Material certifications for the rod material (14154r) were also investigated and heat treat results are within specification. The root cause of this failure appears to be excessive force. Engineering memo shows that these rods, when meeting acceptance criteria, can handle loads far beyond maximum force that should be applied to these devices. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Event description:
Per email: it was reported that the graspers are broken. Per attached response: what was the procedure that was being performed? Total laparoscopic hysterectomy with bilateral salp. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? No. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? X-ray. What was the patient¿s outcome? Na. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? Yes. Will samples be returning? Yes. 24sep2020 additional information: the grasper was only used for one procedure and an x-ray had to be performed since the tip was broken. I¿ve already sent the grasper out and should be in the facility already. Complaint # (B)(4) addresses the handle. No further information available.

Manufacturer narrative:
Pr # (B)(4). On 05aug2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Per email: it was reported that the graspers are broken. Answers from initial notification: was product used on patient? No. Did the failure occur during patient use? No. Was there any patient harm? No. Medical intervention required? No. Was there any user harm? No. On 24sep2020 additional information: per attached response: what was the procedure that was being performed? Total laparoscopic hysterectomy with bilateral salp. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? No. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? X-ray. What was the patient¿s outcome? Na. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? Yes. Will samples be returning? Yes. The grasper was only used for one procedure and an x-ray had to be performed since the tip was broken. I¿ve already sent the grasper out and should be in the facility already. Complaint # (B)(4) addresses the handle. No further information available.